Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. The patient returned to the hospital for the 45 day follow up. A contrast enhanced computed tomography (CT) scan was performed revealing a laminar thrombus at the threaded insert of the watchman flx closure device. The patient was discharged and will remain on anticoagulation medication until the next follow up transesophageal echocardiography (tee) exam.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.